Event description:
It was reported that there were a few sear failures that occurred during preventative maintenance and patient use. The large volume pumps (lvp) would not infuse with a broken sear and had "safety clamp error". The devices were repaired and returned to service. There were no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of ¿broken sears and safety clamp error¿ was not determined since no product or device logs were returned. The reported issue of ¿broken sears and safety clamp error¿ could not be confirmed; no product or device logs were returned for investigation. Customer provided photo of broken sear, which are attached to attached files field. In the photo, one leg of the sear has been broken off. The sear appears to be pre-2015; bd has made some product enhancements to the sear to make it more robust. Replacement parts have been provided to customer. Per the customer, they are following the instruction of service bulletin 602 when replacing the 8100 sear on the alaris pump module. The root cause of the issue is known and the investigation is documented within a CAPA. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were a few sear failures that occurred during preventative maintenance and patient use. The large volume pumps (lvp) would not infuse with a broken sear and had "safety clamp error". The devices were repaired and returned to service. There were no patient involvement.